Event description:
It was reported to philips that the device can't boot up. There was no patient involvement. The customer worked with the technical support representative. The customer confirmed the device will not turn on. The customer refused philips servicing. The customer outside of philips had the main board replaced and the device was become operational. No further action at this time.